Event description:
On june 17, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter was powering off during use. The pt indicated that the alleged meter issue started in the previous month, on an unspecified date/time. The pt also mentioned that she had been able to test about 5 times before the issue began. However, the pt did not provide the meter results obtained. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unk date/time after the issue began, the pt reportedly developed symptoms of dizziness, blurry vision, and nausea. The pt claimed she received assistance on an unspecified date/time at the end the same month. Her blood glucose was tested on an ER/hosp meter and a result of "512 mg/dl" was reportedly obtained. The pt claimed she received insulin treatment. It would have been helpful to know the following info: her testing frequency, her diabetes mgmt and medication regimens, what her last meter reading was before the issue began, and what date/time the last reading was obtained. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed. The reported meter issue was not resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of hyperglycemia and allegedly received insulin treatment in a hosp after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.